Event description:
The initial reporter alleged an issue with an elecsys estradiol iii (estradiol iii) reagent pack on a cobas 8000 e 801 module. The customer noted that qc was out of range. In response, the reagent pack was replaced, and patient samples were repeated. The results for 26 patient samples were corrected. Of the examples of results provided for 5 patient samples, the results for 3 patient samples were discrepant. "Patient 3" initial result was 39.89 pg/ml. The repeat result was 26.5 pg/ml. "Patient 4" initial result was 40.39 pg/ml. The repeat result was 27.8 pg/ml. "Patient 5" initial result was 32.6 pg/ml. The repeat result was 20.6 pg/ml.

Manufacturer narrative:
The e801 module serial number was (B)(6). The customer has had no further issues since replacing the reagent pack.